Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of multiple fpga reset/reprogram failures was detected. This condition has a potential for patient harm. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to device design. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of a damaged transistor that has no relationship to the reported condition. A damaged electrical component resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The root cause of the observed damage was misuse of the product. The investigation found the unreported failure did not cause or contribute to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during corrective maintenance, on inspection, the handle still had procedures left but was very close to the end. The error on the screen indicated a black handle with a red circle and a line through it on it with a yellow triangle containing a black exclamation point above it showing. A different handle was used to resolve the issue. There was no patient involvement.